Event description:
It was reported that, "room temperature was 64 degrees, cement was mixed for 2 an half minutes. Left in the tube for 3 minutes and begun implanting add 5 minutes. Cement did not harden for 27 minutes."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. This is the same patient/event as MFR # 9610726-2010-00371.